Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. All waveforms displayed correctly during testing. There were no faults in the logs that indicated the reported issue. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the patient was placed on a cardiosave intra-aortic balloon pump (iabp) while in the cath lab, and there was no arterial line (a-line) tracing available, although the iabp was pumping connected to a fiber optic balloon. The iabp displayed ¿no pressure source available¿. The user disconnected the fiber optic connector and reconnected with no change. The iabp was also repowered but this did not correct the issue. The user then switched to an older cs300 iabp and received an a-line reading and tracing, as the unit had an ECG source. It was reported that therapy proceeded without problems. The patient was transported to another facility; therefore, the balloon and catheter could not be recovered for testing. No patient harm, serious injury or adverse event was reported.